Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, during the follow-up check they have noticed anterior chamber irritation in patient which was still visible 6 to 8 weeks after surgery and macrophages on iol. By administering cortisone, pressure increased more than 60. The patient symptoms were resolved and there was no patient impact. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the second eye.

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye (previously this is reported as right eye).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received, and the increased eye pressure was caused by local cortisone therapy (not antibiotics) and possibly uveitis components in the right eye. The patient's symptoms were resolved. Patients showed persistent anterior chamber irritation even 3-6 months after surgery. In addition, almost all patients had developed an atypical accumulation of macrophages on the front surface of the intraocular lens (iol), which could impair vision over time. Treatment for this prolonged healing process led to eye pressure decompensation with massively increased pressure values. In this case, treatment of the irritation had not yet been sufficient, as the irritation did not subside with nsaids (non-steroidal anti-inflammatory drugs), and a steroid medicine could not be administered (pressure raises again). Two of the pressure patients had pre-existing glaucoma, but such an accumulation of pressure decompensation was unusual in such a small group, so there may have been a combination of steroid response and uveitis component. As per the surgeon's opinion, the surgeon could not say for sure that the cause lay in the lens material. However, the surgeon had not found any parallels other than the lens manufacturer and had never observed this problem with the other lens types. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information was provided in b.5., b.7., d.6.a and e.1. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.